Event description:
It was reported that the patient was not getting adequate therapy and that ipg was at end of life and would no longer hold a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.